Event description:
It was reported that during an unknown procedure, a green piece like a part of the cartridge was found on the specimen at 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4: batch # 127c25. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. The device was not returned only the reload. Visual analysis of the returned sample determined that one gst60g reload was received fully fired. In addition, a green piece with tissue and a staple was returned inside of a plastic jar. Upon further inspection, the reload was found to have damage on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 127c25, and no non-conformances were identified.